Manufacturer narrative:
Engineering analysis: no sample has been returned therefore an evaluation of the stent delivery system could not be performed. The complaint details provided indicate that the stent was attempted to be positioned but the stent/balloon developed friction and the shaft outside the hub of the sheath 'accordioned' preventing further advancement. The resistance was met after the stent had cleared the distal end of the introducer sheath. The report indicated that the patient's anatomy was very tortuous and that the lesion inner diameter was small and may have played a role in the difficulty experienced by the physician. If the lesion that was to be treated was of a diameter smaller than the stent profile the delivery system could experience difficulty passing thorough the lesion. The instructions for use specify the following: "contraindications include non-compliant obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter, and cautions: if resistance is encountered, do not force passage." No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. The introducer sheath used in the case was also not returned. If the introducer sheath had been returned it would have been inspected for damage or kinking. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conforming devices. No stents were dislodged during this testing. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Event description:
The crossover sheath was advanced to the bifurcation. The stent/balloon developed friction and the shaft outside the hub of the sheath bent preventing further advancement.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.